Manufacturer narrative:
H3 other text : device not return.

Event description:
Vent inop I/o.

Manufacturer narrative:
On the previously submitted report, describe event or problem was incorrect. It should be; the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly were replaced due to contamination. The device's software reinstalled. Unit passed final repair test.